Event description:
A 43 year old male with a history of spastic diplegic cerebral palsy presented for evaluation of an implantable pump. Prior to referral the patient had responded well to an intrathecal baclofen test dose with reduced spasticity and pain in the lower extremities. The patient was then implanted with a pump with intrathecal access at l3-l2 with no difficulty. The patient was discharged home post-operative day 1. On post-operative day-2 the patient presented to the emergency department with patchy allodynia and burning pain in the buttock and legs. There was no device malfunction on interrogation. The patients c-reactive protein and sedimentation rate were elevated at 14.9 mg/l and 26 mm/h. There was no growth in the cerebrospinal fluid or blood cultures. There was no evidence of a hematoma. Based off the patients history they diagnosed them with idiopathic acrachnoiditis. While hospitalized they could not turn in bed without being in pain and needed assistance walking to the bathroom. Prednisone 60 mg daily with 10 mg taper every 3 days was started. The patient reported immediate improvement in pain and function. At two month follow-up the patient was weaned off prednisone and was pain free.

Manufacturer narrative:
Her yf, mcwilliams rt, ovrom ea, watson jc. Corticosteroid therapy in acute and subacute arachnoiditis ¿ a case series. Int me´d case rep j. 2024;17:235-240. Doi:10.2147/imcrj.s445705 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.